Manufacturer narrative:
Update to initial describe event or problem in "report sub format"; regulatory rep # 3004209178-2017-23124. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient usually feels stimulation sensation, but in the last week or so, they haven't felt any stimulation so they don't know if the implant was on or not. They haven't paid much attention to their device as their symptoms have been more under control from taking their loperamide and fiber. They saw their managing healthcare provider (hcp) who directed them to a specialist. The specialist ran tests and told the patient to increase their fiber intake and use loperamide on a regular basis. They think the loperamide and fiber have helped them more with their symptoms then the device. The patient needs a non-device/therapy related MRI and was wondering if they should eventually remove the ins. It was reviewed that it is a medical decision and they should discuss that with their hcp. The patient also said they used their patient programmer (pp) previously to increase stimulation and they "jolted themselves." The call center asked if the patient meant they turned stimulation up too high and felt a jolt. The patient confirmed this was what happened and further said the jolting was resolved after decreasing stimulation. The patient doesn't have their patient programmer (pp) so there was no way to determine if the patient's ins was on/off. As a result of what was reported, the patient was redirected to their hcp; it was recommended to call back if the patient would like their settings checked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. The hcp reported that the cause of the patient not feeling stimulation was not determined and noted that they last saw the patient on (B)(6) 2017. The patient was doing well without stimulation and reported that they don¿t need it. It was indicated that the issue was somewhat resolved. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient usually feels stimulation sensation, but in the last week or so, they haven't felt any stimulation so they don't know if the implant was on or not. They haven't paid much attention to their device as their symptoms have been more under control from taking their loperamide and fiber. They saw their managing healthcare provider (hcp) who directed them to a specialist. The specialist ran tests and told the patient to increase their fiber intake and use loperamide on a regular basis. They think the loperamide and fiber have helped them more with their symptoms then the device. The patient needs a non-device/therapy related MRI and was wondering if they should eventually remove the ins. It was reviewed that it is a medical decision and they should discuss that with their hcp. The patient doesn't have their patient programmer (pp) so there was no way to determine if the patient's ins was on/off. As a result of what was reported, the patient was redirected to their hcp; it was recommended to call back if the patient would like their settings checked. No further patient complications have been reported as a result of this event.